Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No add'l info was provided.